Manufacturer narrative:
Visual inspection was performed on the returned device. Return device analysis noted a tear/hole on the outer member proximal to the guide wire exit notch, there was an unknown green foreign material on the inflation lumen adjacent to the noted tear and there were bends in the hypotube. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the reported information and the observations from the returned analysis, a definitive cause for the noted a tear/hole on the outer member proximal to the guide wire exit notch and the unknown green foreign material on the inflation lumen adjacent to the noted tear could not be determined. The investigation determined the noted bends in the hypotube appear to be related to operational context. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
It was reported that two 2.75x15mm non-compliant (nc)trek neo balloon dilatation catheters (bdc) were noted to be broken yet not separated in the packaging with no damage noted to the packaging. They were not used. Another nc trek bdc was used to continue the procedure. There was no patient involvement and no reported clinically significant delay in procedure. Returned device analysis identified that a third device was used and there was a tear proximal to the guide wire exit notch and an unknown green foreign material on the inflation lumen adjacent to the noted tear. No additional information was provided.